Event description:
The doctor did not complaint about the lens. It was believed that the structure of the pt's eye. The lens was implanted and it fell back into the pt eye, and pt came back on (B)(6) 2015 for the lens to be explanted.

Manufacturer narrative:
This MDR supplement is being submitted at this time as an outcome of an internal company audit conducted on product complaint handling. It was discovered that a MDR supplement was not submitted to FDA by previous qa/ra personnel, as required. Additional information from june 30, 2015: this is not a product complaint. Patient eye issue. The patient suffered a zonular dehiscence (ruptured capsule) which caused the lens to fall back into the eye. Device evaluation details from qa in (B)(4): the lens was ejected out of the cartridge and was explanted. Optic was cracked. One haptic was deformed at root. Trace of lubricant was found on the lens. The cartridge was not returned. According to the information, this is a patient eye issue and is not a product complaint. No abnormalities were found in production and inspection records of the product. (Serial no: (B)(4). Model: fy-60ad). The exact root cause is not determined. Correction from product problem to adverse event. Unique device identifier (UDI) number has been added.

Event description:
The doctor did not complain about the lens. It was believed due to the structure of the patient's eye. The lens was implanted and it fell back into the patient's eye, and patient came back on (B)(6) 2015 for the lens to be explanted.